Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the pt is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008 as referenced above. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a durom us acetabular component 56/50 p on an unk side on (B)(6) 2008. The pt is being monitored due to pseudotumors and metallosis.

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in 07/2008 as referenced., zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the pt was implanted a durom us acetabular component 56/50 p on the left side.